Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0x2071, and issue recurred even after reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.